Event description:
It was reported that after a da vinci-assisted surgical procedure, customer called to inform that fault 25730 occurred before a procedure today. Technical service engineer (tse) was able to confirm the issue on usm4 via artemis. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 25730 error was found indicating motor axis message is late or missing on arm 4, from xi:aca on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the clock-spring fiber assembly was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.